Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during the intraocular lens (iol) implant procedure, the the plunger did not stop pushing the iol and it came out of the cartridge completely. The doctor mounted the iol in a monarch cartridge and proceeded to implant it in the patient. Additional information has been requested.

Manufacturer narrative:
Correction: on initial MDR the product code of a1501 was an error. It should have been a050301 on the original MDR. The product was not returned for analysis. The root cause for the reported complaint could not be determined as no sample was returned for analysis. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).